Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 04/08/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/08/2015 with the following findings: the battery compartment was observed to be cracked in the thread area and below the case seal. Unrelated to the reported issue, the pump case was found to be cracked between the display lens and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).